Event description:
The event is reported as: the anesthesia tech cut herself while opening a lidocaine vial packaged in a continuous peripheral nerve block kit. With little force applied, the vial disintegrated into many small pieces as it was crushed. Intervention - the tech required four stitches.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.